Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt called zoll customer support to report that had developed an open rash on his back. Th pt had an autoimmune disease that contributed to the irritation. It is unk whether the pt required medical intervention. The clinical outcome of the irritation is unk.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(4) was not returned for the even investigation. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.